Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient received notifier for low pacing lead impedance on the right atrial lead noted via follow-up remote. The low impedance had been observed twice in the last two months. Later, patient presented in clinic, and the pacing lead impedance values were all in range. Review of the data on merlin.net also indicated noise that caused inappropriate auto mode switch (ams). It was discussed to have the physician review the ams episodes and have the patient present in clinic to evaluate noise behaviors. Patient was asymptomatic.